Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1801002 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, two 6f/7f mynxgrip vascular closure device (vcd) balloons burst.

Manufacturer narrative:
As reported, two 6f/7f mynxgrip vascular closure device (vcd) balloons burst. The device was opened in a sterile field. Patient injury was noted as a yes on the provided complaint form; however, there is no description of an injury. Multiple attempts to obtain additional information were made without success. The products were not returned for analysis. The device history record (DHR) reviews of lot f1801002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR reviews nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2018-00703 and 3004939290-2018-00704.